Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 47, 41 and 26 mg/dl. The customer¿s expected am fasting blood glucose test result range is 110-120 mg/dl and expected pm fasting blood glucose test result range is 110-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; the customer no longer had the vial of test strips and was unable to provide lot number information. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4) - same meter serial number, different test strip lot number. Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation. No test strip lot number provided, unable to perform retention testing. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.